Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient suffered a pericardial effusion and cardiac perforation.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01- delsys / expiration date: 28-mar-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Device mfg date: 02-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial deployment of a leadless implantable pulse generator (ipg), the patient suffered tamponade. Pericardiocentesis was performed. The ipg was deployed a second time and remains in use. The delivery system was removed. No further patient complications have been reported as a result of this event.